Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported when an embolization implant coil was removed from its packaging, it had a slightly bent pusher. The pusher was straightened and the coil was pretested, which it passed. After the coil was delivered into an aneurysm and positioned, the coil could not be detached with a detachment controller and did not elicit a signal indicating adequate electrical continuity. When the coil was attempted to be withdrawn, the coil stretched. The coil was then unintentionally detached in a guiding sheath. The coil was withdrawn by using a snare and was successfully removed from the patient. There was no reported patient injury.

Manufacturer narrative:
The investigation of the returned device could not verify the claim that the electrical circuit was compromised nor the alleged bend, because the pusher was not returned for evaluation. Only the implant was returned. The implant was severely stretched, but the evaluation could not determine the mode of separation (i.e. Detachment controller or tensile force). The physical evaluation of the device could not identify the conditions or circumstances that led to the damaged implant, but the damage is consistent with the device experiencing forces over specification.